Event description:
Ended up putting a new battery into pump, closed it, the pump fell off the clip and hit the counter and then the alarm went off. Tried new battery, to realize top metal component was missing. FDA safety report ID# (B)(4).